Event description:
It was reported that the device had battery damage and could not be removed from the device. The nurse at the customer's facility attempted to replace the battery and but it began to ignite and fume. No patient injury was reported.

Manufacturer narrative:
Verathon contacted the battery manufacturer on 03/20/2013 to inform them of the incident. The manufacturer provided instructions nd precautions for handling and shipping the battery. These instructions and precautions were forwarded to verathon's distributor. Investigation results are pending.